Event description:
It was reported that during a roux-en-y procedure, the first firing on the jejunum was fine. The device was reloaded and fired again through mesentery. After the second firing, it was observed that the staple line from the first firing had unformed staples and missing staples. Another device was used to complete the procedure. There was no adverse patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.